Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due t-wave oversensing. The device was reprogrammed to mitigate further oversensing, however, t-wave oversensing continued to be observed. The system was successfully explanted. Records indicate that the system was not replaced. No additional adverse patient effects were reported.